Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16april2019. The service engineer (se) inspected the device. The se reseated the cable from main board to display to address the issue. The ventilator passed all testing.

Event description:
It was reported that the ventilators display was flickering. No patient harm reported. Event date not specified, estimate used.